Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensed noise. There were concerns regarding possible insulation damage or conductor fracture. The patient is pacemaker dependent and was brought to the hospital via emergency services due to malaise. An x-ray was unremarkable. Boston scientific technical services (ts) suspected insulation damage from either lead-on-lead- or lead-on-device abrasion. Surgical intervention was performed and the rv lead was capped.